Manufacturer narrative:
The impella rp was returned for evaluation, with the cannula detached from the motor housing. During the evaluation the silicone was found over the delo bead that was lined up with the differential pressure sensor, and the hydex ring was deformed. While the particular circumstances of this failure is unknown, silicone contamination and deformation of the hydex ring is known to reduce the strength of the pump housing/cannula bond. This could predispose it to failure under the stress applied during pump explant. In this instance is not clear whether the hydex ring deformation occurred prior to the intervention to extract the cannula from the patient's iliac vein. (B)(4) was created to address rp cannula detachments. In conclusion the root cause of the cannula detachment was unable to be determined, but silicone contamination may have contributed to the failure. (B)(4).

Manufacturer narrative:
The impella cp pump product and data logs were returned for analysis, however the investigation is on-going at this time. A supplemental medwatch will be completed upon investigation completion. (B)(4).

Event description:
Italian complainant reported that on (B)(6) 2017 an impella rp was placed in a (B)(6) female patient. The patient was reported to have been successfully supported, per the case information relayed through european distributor. On (B)(6) 2017, day 9 of patient support, the patient was weaned from the rp device. The physician tried to remove the device, but damaged the catheter in his attempt and fractured it into two pieces during removal. As a result, the detached portion of the cannula and pump remained in the patient's iliac vein, which necessitated surgical removal of the portion of the cannula. The detached portion of the device was successfully removed from the iliac vein. The patient was reported to be in cardiogenic shock during the surgical removal of the device. An ECMO was placed in the patient for hemodynamic and respiratory support subsequent to impella rp explant. The patient was reported to be in critical condition. There was no additional information available regarding the patient's condition.